Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material within the catheter is confirmed and appears to be manufacturing related. One 5 fr tl powerpicc solo catheter was returned for evaluation. Five photo samples of a powerpicc solo catheter were also provided for evaluation. The photos corresponded with the returned physical sample. The catheter was returned trimmed at the 11 cm depth marker with the distal section not returned. A rod was visible within the extension tubing with the white solo hub. The rod extended 1.9 cm from the trifurcation hub. The lumens were flushed with water using a 12 ml syringe. The hub containing the rod was observed to be partially occluded. Drops of fluid were observed to flow out of the distal end. The extension tubing was cut and the rod was removed. The rod was observed to be metallic and measured to be approximately 3.4 cm in length. Microscopic observation of the rod revealed the ends to vary in outer diameter. The smaller end was found to be rounded. The larger end appeared to have a rough break surface finish. The dimensions of the rod were measured. Since the rod appears to have been introduced during the manufacturing process, the complaint is confirmed. Photos will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation: complaint due to ¿piece of wire in the lumen¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopical visual performed at vad lab the following was concluded: a metallic wire piece was found to be inside the extension tubing belonging to the white solo hub. It was determined that wire was broken and left by mistake during the guidewire passage for occlusion test. This condition makes the device unusable for our customer. Therefore, the cause of this condition is manufacturing related. A lot history review (lhr) of redy2933 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported rn inserted PICC successfully. Once PICC was inserted, rn went to flush all three lumens, and noticed that only one of the lumens would not flush. The other two lumens flushed fine. In examining the lumen that would not flush, rn noticed a piece of wire in the lumen. PICC was removed from patient through an over the wire exchange.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy2933 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported rn inserted PICC successfully. Once PICC was inserted, rn went to flush all three lumens, and noticed that only one of the lumens would not flush. The other two lumens flushed fine. In examining the lumen that would not flush, rn noticed a piece of wire in the lumen. PICC was removed from patient through an over the wire exchange.